Event description:
It was reported that this new implantable cardioverter defibrillator (ICD) stored an atrial tachy response (atr) episode that appeared to contain electromagnetic interference (emi) noise with oversensing. The atr episode was from the date of implant. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this new implantable cardioverter defibrillator (ICD) stored an atrial tachy response (atr) episode that appeared to contain electromagnetic interference (emi) noise with oversensing. The atr episode was from the date of implant. This ICD remains in service. No adverse patient effects were reported. Additional information received reported that observed oversensed noise was from lead insertion during the implant procedure. This ICD system remains in service. No adverse patient effects were reported.